Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler, did not aspirate the correct amount of reagent and did not give an error message. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamp in positions 9 and 10. No death or serious injury was associated with this event.